Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered two shocks and several anti-tachycardia pacing (atp) to convert ventricular arrythmias, subsequently, the rhythm fell into a discriminatory zone where it inhibited due to a unstable rhythm. It inhibited for 40 seconds before the rhythm sped up into non discriminating ventricular tachycardia (vt) zone. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered two shocks and several anti-tachycardia pacing (atp) to convert ventricular arrythmias, subsequently, the rhythm fell into a discriminatory zone where it inhibited due to a unstable rhythm. It inhibited for 40 seconds before the rhythm sped up into non-discriminating ventricular tachycardia (vt) zone. The device remains in service. No adverse patient effects were reported.